Event description:
I used fixodent from approximately 2000. I am a diabetic. I am having pain in my legs, feet, arms, hands and poor balance. I have pain in walking. I need help. Will you help me. I always use fixodent cream. Numbness in the hands and feet pain and/or tingling in the extremities loss of ability to move legs, feet, arms, or hands poor balance decrease in walking stride, three months later until. While I was using fixodent, I began experiencing numbness and tingling in my extremities. In 2008, I was diagnosed with neuropathy. Blood tests taken at the time showed that I have low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose: denture cream. Frequency: every day. Route: oral. Dates of use: 2006-2008. Event abated after use stopped or dose reduced: no.